Manufacturer narrative:
Device was received with an unresponsive keypad at all buttons due to corroded keypad traces. Unable to perform the displacement test and self test due to unresponsive keypad. Device received with cracked belt clip rail case corner and battery tube threads.

Event description:
The customer reported via phone call that crack on the battery side to bottom part. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.